Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching, inflammation, and pimples, extended beyond the patch perimeter. The patient went to their doctor and the skin reaction was treated with a prescription of an oral unspecified medication. The patient also used a benadryl cream (over the counter). At the time of the report the patient was still having irritation. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).